Event description:
The reporter contacted animas on (B)(4) 2012 alleging that the patient experienced low blood glucose levels of 2.0mmol/l with symptoms of being sweaty and shaky. The patient was reportedly able to treat themselves with a glucose drink and their blood glucose level returned to their baseline value. The patient reportedly has been receiving loss of prime warnings and has been disconnecting to re-prime the pump, but re-connects and performs the fill cannula step each time. The user guide instructs the patient that performing the fill cannula step when the patient is not inserting a new infusion set is not necessary and can result in unwanted insulin delivery. This report is being made based on the allegation that the patient experienced low blood glucose related to use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data in the black box or pump histories from the time of the reported issue due to continued use. A review of the available data did not show any loss of prime warnings. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The force sensor was found to be within calibration specifications. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. No loss of prime warnings occurred during testing. A loss of prime warning was induced and the pump emitted the appropriate audio-visual alerts. The pump was opened and there was no damage found to the force sensor circuit.